Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had battery out limit twice that was resolved by changing the battery a month prior to the call. It was also reported that the insulin pump had a blank display and unresponsive buttons. The battery was changed four times but the problem persisted. The customer's blood glucose level was 15.9 mmol/l at the time of the incident. It was indicated that the customer was advised to revert to manual injection. There was no indication of the insulin pump returning for analysis.